Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the pump made without providing the expected error/alert message. No adverse event reported. Requested return of the alleged device for evaluation.